Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an issue with high blood glucose and with his infusion set, which lead him to going to the hospital on monday. The customer changed the type of infusion set he uses and his issues were resolved. He declined transfer to the 24 hour product helpline. No further details were given, and no products were returned or replaced.